Event description:
Resident was in bed, and the two nursing staff members first attached the leg clips of the sling and then the shoulder clips. They lifted the resident from the bed and then positioned her in the sitting position and moved her away from the bed. At this time, the right shoulder clip came undone and the resident fell out of the sling, hitting her head against the leg of the lifter. The resident suffered a cut on her head, skin tears on her legs, and some bruising on her legs and hip. The cut was glued and x-rays were taken, but no other results were given by the facility.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh on behalf of the manufacturer arjo hospital equipment ab (registration (B)(4)). Additional information will be provided following the conclusion of the manufacturer's investigation.